Manufacturer narrative:
Device was reported as under torqueing. Functional testing of the returned device found it was within specified guidelines. Device functioned as intended. As such, this is a non-reportable malfunction. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Since device functioned as intended, a root cause analysis is deemed unnecessary. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the facility reported that one torque handle 2894-10-150, lot gb77677, was returned from hospital and inspected per inspection requirements. During the inspection the torque handle was found to be low out of specification for torque. Specification range 58.5 lbf. - 71.5 lbf.in. Actual result of torque test = 56.210 lbf.in.